Event description:
Related manufacturer reference 2030404-2014-00009. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and a reflexion spiral hd catheter was placed in the left atrium. After ablation had been performed around the left pulmonary veins with the safire ablation catheter, the pt became hypotensive. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt, the pt was discharged the following day. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.